Manufacturer narrative:
Device received with failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify motor error, a33, a21, low battery alarms, rewind anomaly or button or keypad anomaly due to failed battery test alarm. Device had minor scratched lcd window, broken battery tube threads. Motor passed motor test. Device had flattened (creased) up button dome switch during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had button error and motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had diminished battery life and rejected new battery and scratch on display and it was hard to read. Customer stated that the insulin pump had insulin squirt out and up button not working. Customer stated that the insulin pump lost settings and become unresponsive. The device will not be returned for analysis.